Event description:
A customer reported a problem with the display on their insulin pump, which affected their ability to interact with the device. The customer's blood glucose level at the time of the incident was not provided. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer, who planned to use multiple daily injections (mdi) as a backup therapy in the interim. The customer was instructed to put the defective pump into storage mode and return it with a pre-paid label within ten days.